Manufacturer narrative:
No conclusion code available. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an ablation procedure, approximately 20ml of blood leaked from the end of the sheath. Another device was used to finish the procedure with no adverse consequence to the patient.